Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). The closure device was deployed, met all release criteria, and the device was released. A pericardial effusion resulting in hemodynamic compromise was identified and a pericardial tap was performed. The patient was transferred to cardiothoracic surgery where no additional discoveries were made. The patient remains in recovery.